Event description:
Explanted device was received with no oos report or any clinical documentation. Therefore the sender, reason for replacement, and explant date are unknown.

Event description:
Explanted device was received with no oos report or any clinical documentation. Therefore the sender, reason for replacement, and explant date are unknown.